Event description:
Covidien formerly tyco healthcare received a report from a biomedical engineer that the unit did not provide an audio tone. There was no pt harm reported.

Manufacturer narrative:
The customer has opted to not return the unit in for eval. The customer has also isolated the problem of no audio to the main pcb. The mfg facility has initiated a corrective and preventative action associated with the confirmed failure. If add'l info is made available, a supplemental report will be submitted.